Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was facing log in issue intermittently. The hospital information technology team confirmed that the issue was related to the active directory (ad) domain and the ad team had been working internally with users to remediate the issue. Finally, the tss confirmed that the issue was resolved by the hospital information technology team. The system functioned as intended after the hospital information technology team resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server user experienced a login issue. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ es server user experienced a login issue. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: UDI not available.